Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results on their au480 clinical chemistry analyzer. The samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a obstructed ref block. The fse replaced the ref block to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).